Event description:
Event description guidant received information that the patient with this device presented with a three month history of dizziness. During device testing, interrogation was established and the gas gauge was full. During lead testing the r wave reading was n.r. The ventricular lead impedance test cancelled and a cancel telemetry message appeared on the programmer. The threshold measurement was attempted and a failure message displayed. The test end button was pushed with no results and the patient developed cardiac arrest. The test end button was pushed again and telemetry was reestablished. No pacing was observed and the daily measurements could not be obtained. The above testing was attempted on two other occasions and the same messages were observed. The pacemaker was explanted and returned for analysis. On the day of the explant procedure, telemetry could not be established.